Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a code bd indicative of battery depletion. A request was made to have data from this device analyzed. Data analysis showed the device has been in the presence of a magnet for a significant amount of time. This has caused the device to beep which would decrease the battery consumption. It is suspected that the patient's workplace environment is causing this and boston scientific technical services (ts) recommended that an electromagnetic interference (emi) assessment be performed at the patient's workplace. Ts also noted that during the presence of a magnet, therapy is disabled for the patient.